Event description:
Information was received indicating that a smiths cadd solis hpca ambulatory infusion pump failed volumetric accuracy test. There was no reported injury to the patient.

Manufacturer narrative:
Additional information received that this event occurred during bench testing and there was no patient involvement.

Event description:
Investigation completed on a smiths medical cadd solis hpca 2120 pump. Summarized in h 10.

Manufacturer narrative:
Investigation results completed on a smiths medical cadd solis hpca pump.device arrived in good physical condition when testing done to verify accuracy problem this was not validated and the device delivered with the manufacturing specifications. Unknown what caused the problem device passed all functional testing. No fault found with device updated fields b 1. B 4. B 5. D 10. G 7. H 1. H 2. H 3. H 6. H 10.